Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an interlock failure preventing the system from booting to usable state. No pt serious injury or death was reported related to this event.